Event description:
It was reported that syringe 30ml ll stopper was defective. The following information was provided by the initial reporter: description of the incident: before use, a stopper is incorrectly positioned. Clinical consequences: risk of leakage. Change of a device, no consequences.

Manufacturer narrative:
H.6. Investigation: it has been received 1 sample of 30ll without blister for investigation. Upon visual inspection of the sample received it can be observed the stopper is bad assembled to the plunger, it is partially detached from plunger rod. Syringe is disassembled not observing any molding defect in the plunger rod that could have caused this defect. DHR of lot 2009002 has been reviewed finding an annotation related to this defect. During assembly process of this lot problems in stoppers feeding were detected in assembly machine. This defect has been caused due to a misalignment between stopper-plunger at the moment of the assembly. The problems in stoppers feeding could have caused stopper bad assembled.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 30ml ll stopper was defective. The following information was provided by the initial reporter: description of the incident: before use, a stopper is incorrectly positioned. Clinical consequences: risk of leakage. Change of a device, no consequences.